Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states the provider stated the left and right fork and stem are bent, normal wear and tear.